Manufacturer narrative:
Article citation: "cytological diagnostic features of late breast implant seromas: from reactive to anaplastic large cell lymphoma" by arianna di napoli, giuseppina pepe, enrico giarnieri, claudia cippitelli, adriana bonifacino, mauro mattei, maurizio martelli, carlo falasca, maria christina cox, iolanda santino, maria rosaria giovagnoli, published in plos one 12(7) on 17/jul/2017. Further information has been requested. Allergan has received no response from the authors. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/ chest wall deformity. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Article ¿cytological diagnostic features of late breast implant seromas: from reactive to anaplastic large cell lymphoma¿ reported a patient with right side late seroma and diagnosis of alcl. Pathological markers alk- and cd30+ confirmed. Treatment reported as ¿implant removal, capsulectomy.¿ patient underwent partial capsulectomy and experienced local recurrence during follow-up; surgical removal of the residual fibrous capsule was then performed. Patient is currently disease free.